Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section b5. The additional information date was inadvertently reported as 7/27/25 instead of 7/24/25. The report is being submitted to provide the device return date in section d9, update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the hemostasis sheath and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned partially mated and with a kink at the blood inlet hole of the sheath. The components were able to be mated without issue. The sample was returned for evaluation, and a kink was noted at the blood inlet hole of the hemostasis sheath. As a result, the complaint can be confirmed for a kinked hemostasis sheath. The exact root cause could not be determined. The likely cause was determined to have been damage sustained to the sheath during attempted insertion of the assembly into the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Additional information was received on 24jul2025: vessel puncture was performed without any issues. Access was retrograde. Ptca was successfully completed. The issue occurred during the insertion of the angio-seal sheath. The dilator appeared significantly softer and bent more easily; the transition between the dilator and the sheath was very rough. The distal end of the sheath compressed easily. The sheath could only be advanced with considerable force, therefore, the user removed it and used a second angio-seal, which worked better. The highly experienced user raised the question of whether any material changes have been made, as both the sheath and dilator felt softer and were more difficult to insert compared to a few months ago. No further patient details were available due to data privacy. A 6 french introducer sheath was used. There were no difficulties with arterial access, the sheath, the guidewire, or catheter insertion. No angiogram was performed prior to deployment. The patient was stable. There was no blood loss. No additional medical products used in conjunction with the angio-seal.

Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the introducer sheath was significantly softer than before. In calcified vessels, they've even split open. Additional information was received on 27jul2025: vessel puncture was performed without any issues. Access was retrograde. Ptca was successfully completed. The issue occurred during the insertion of the angio-seal sheath. The dilator appeared significantly softer and bent more easily; the transition between the dilator and the sheath was very rough. The distal end of the sheath compressed easily. The sheath could only be advanced with considerable force, therefore the user removed it and used a second angio-seal, which worked better. The highly experienced user raised the question of whether any material changes have been made, as both the sheath and dilator felt softer and were more difficult to insert compared to a few months ago. No further patient details were available due to data privacy. A 6 french introducer sheath was used. There were no difficulties with arterial access, the sheath, the guidewire, or catheter insertion. No angiogram was performed prior to deployment. The patient was stable. There was no blood loss. No additional medical products used in conjunction with the angio-seal.